Event description:
The catheter broke. The reporter was contacted regarding additional information and the reporter has not responded at this time.

Manufacturer narrative:
H6 - one used unit was received for analysis. The sample was received in two pieces. Portion 1: 40.747 mm of catheter tubing was attached to the nose of the molded junction. Observed a slight amount of dried bodily fluid above the oval disk. Jagged edges were identified at the area of separation. The catheter was not moved from the original manufactured position within the oval disk and the wall thickness was within manufacturing specifications. Portion 2:portion 2 was 3.1 cm long and had been incorrectly trimmed on an angle approximately just below the 5 cm tick mark. Jagged edges at the area of separation were identified. A slip was found on the current distal end of the catheter which ran with the circumference of the catheter and not in a linear direction. Conclusions - the damaged jagged edges on both portions of the catheter tubing are characteristic of excess stress applied to the catheter.